Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the insulation close to the jaws melted after clamping tissue.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received. Visual inspection of the device found the clear insulation was intact. However, the jaws were slightly melted. No bare metal or voids were noted, and no fragments were missing. A review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue to be user error, where this type of damage can result if the device is not adequately cleaned during use. The instructions for use cautions users to ¿keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation¿.